Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that bilateral rippling was diagnosed. (B)(4).

Manufacturer narrative:
On 06/13/18, it was reported to mentor that the patient was in a stable condition after the surgery. There were no complications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round high profile 560cc, catalog number 3503560, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary procedure with saline mentor smooth round high profile 560cc breast implants and experienced deflation on the right breast implant. The deflation was advised by the surgeon as a possible deflation due to the patient falling by the physical exam. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that a (B)(6) year-old female patient who underwent primary breast augmentation with mentor saline devices on (B)(6) 2008 experienced trauma to her right breast implant in (B)(6) 2018 when she fell forward, causing the device to appear smaller. The patient also reported bilateral rippling of the implants. The patient underwent bilateral removal and replacement with allergan gel implants, bilateral periprosthetic capsulotomies, and bilateral revision mastopexies on (B)(6) 2018. Upon explantation, both devices appeared intact. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. (B)(4)

Manufacturer narrative:
On 07/26/18, it was reported to mentor that the device evaluation have been completed. The device contained no fluid. During examination the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed no leakage sites. No anomalies were discovered. Deflation complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/03/18, it was reported that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 04/03/18, it was reported to mentor that the replacement devices are natrelle inspira cohesive breast implants, catalog number scx-800 800cc on the left breast implant made by allergan inc. And natrelle inspira cohesive breast implant, catalog number scx-750 made by allergan inc. On the right breast implant. Manufacturer¿s reference number: (B)(4).